Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (damaged) issue. It was reported that the display screen was scratched. It was not able to be determined whether the screen could be safely read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/25/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 02/17/2016 with the following findings: during investigation, a visual inspection of the pump confirmed that display lens was damaged with scuffs and scratches in the middle of the lens.